Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check performed by biomed, the cs100 intra-aortic balloon pump (iabp) unit is only working on direct power supply, no charging led indication also no battery indication on display. Batteries are not charging properly unit is on standby. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power supply unit. The iabp was then released and cleared for clinical service.

Event description:
It was reported that during routine check performed by biomed, the sys 98 intra-aortic balloon pump (iabp) unit is only working on direct power supply, no charging led indication also no battery indication on display. Batteries are not charging properly unit is on standby. There was no patient involvement.